Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two onyx gels failed to visualize. The patient was undergoing onyx embolization for treatment of a posterior circulation arteriovenous malformation with a volume of 3-6 cm. Angiographic results post procedure showed that the blood vessels were basically unobstructed, the main blood vessels were basically visible, and the deformity had basically disappeared. The patient's vessel tortuosity was moderate. It was reported that during onyx embolization, after the marathon microcatheter was in place, the first bottle of onyx gel successfully embolized and visualized. However, the second and third bottles failed to visualize. The surgeon's angiography revealed that the major vessels were still present and the malformation had essentially disappeared. The procedure was subsequently halted, and no further embolization attempts were made. The two bottles of onyx reported in the complaint were non-visible. The onyx gel was thoroughly shaken with an oscillator before use. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a marathon microcatheter and an onyx gel.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the event was not determined. The patient¿s current condition was stable, but the future progression remained uncertain. The waiting time between injections was approximately 3 minutes. Reflux was present, but onyx was not visible, making it impossible to assess the amount of reflux. The dead space of the delivery catheter was filled with dmso. It was noted the vials were discarded.